Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6)2026, it was reported that the patient went to the emergency room due to the inaccuracy, but no specific symptoms were reported. When a fingerstick was taken, the cgm reading was low, and the blood glucose reading was 440 mg/dl. The patient was treated with insulin, but the route of treatment was unknown. It was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. No other details were documented and attempts to contact the patient for more information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.